Event description:
Late 70¿s female with history of chronic obstructive pulmonary disease and lung cancer. Procedure: l video assisted thoracoscopy, wedger nodal resection. Once the stapler ws clamped on the tissue with seamguard, the stapler would not fire. Another stapler used and performed as expected, no known harm to patient. Minor delay in procedure. Manufacturer response for staple, implantable, echelon flex (per site reporter) will obtain.